Event description:
The manufacturer received information alleging a "service required" alarm condition related to the oxygen blending module board occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's interface board was replaced to address the issues.